Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was 33 mmol/l which was treated with insulin pump and manual injection. Customer¿s other blood glucose values were 10 mmol/l and 8 mmol/l. Customer had symptoms such as nausea and feeling sick. Auto mode feature was active at time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Self test was performed and it was passed. The insulin pump will not be returned for analysis.